Event description:
It was reported via repair work order that the power cord grommet missing causing the power cord to un plug from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.